Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was having loss of therapeutic effect and patient has started shaking on the right side recently. It was indicated that patient¿s implantable neurostimulator (ins) was checked on the right side and patient was getting reading that the ins was on, but was not getting any response from the left side ins. It was reported that patient¿s healthcare provider (hcp) was out of town and was worried that patient has a lead fracture. It was added that the hospital would be contacted today to get patient in to have the device interrogated.

Event description:
Additional information received reported the cause of the event as battery drain and it was noted as normal battery depletion. It was noted that the device would be replaced on (B)(6) 2013. The patient did not require hospitalization and the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 3387s-40, lot# v026239, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v036268, implanted: (B)(6) 2007, product type lead; product ID neu_ptm_prog, product type programmer, patient. (B)(4).